Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occluder would not calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during set up for a cpb procedure on (B)(6) 2018, the occluder would not calibrate. The team uses 1/2 inch tubing for the venous line on their cardiopulmonary circuit, and the system would not calibrate correctly. The perfusionist tried it several times and on the third try the occluder calibrated. It was decided since there was no issue once the system calibrated, he proceeded to use it during cpb. The occluder worked as needed during the procedure. The incident did not delay the start or continuation of the surgical procedure. There was no harm, nor blood loss associated with the event.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no failure of the occluder head when calibrating.